Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise oversensing led to pacing inhibition and high capture threshold. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition throughout the procedure.